Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a deep cut/lifting part on the probe that reached to the hard part under the pink probe coating due to physical stress such as dropping/knocking. Additional evaluation findings are as follows: damage to channel tube, water tightness lost adhesive. A-rubber detached. A-rubber scratch. Light guide protector cut. S-cover dent and scratch universal cord scratch. Angulation out of specification. Corrosion of multiple components obstruction of nozzle and water removal ability out of specifications channel. Tube damage and suction volume out of specification. Balloon suction volume out of specification due to dent/buckling. Light guide bundle breakage. Scope connector and electrical connector corrosion due to water leak. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for repair due to a report of leakage from channel.the problem, as reported to olympus, was identified during reprocessing of the device by the user facility. Upon inspection and testing of the device returned to olympus, a deep cut/lifting part on the probe that reached to the hard part under the pink probe coating was found. This report is submitted due to the finding of deep cut/lifting part on the probe that reached to the hard part under the pink probe coating.

Manufacturer narrative:
This supplemental report is submitted to provide additional initial reporter information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.